Manufacturer narrative:
No low battery alarm was noted and all operating currents were within specification. The insulin pump passed the self test. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported the customer had a low battery alert on their insulin pump. The customer stated they did not perform excessive button pressing and their backlight was not used frequently. Customer also stated a battery cap replacement did not resolve the issue. Customer's battery indicator also did not show less than two bars. The customer's insulin pump will be replaced. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.